Event description:
Customer reported the system intermittently will not make exposures. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the generator board, xrc, and ffb boards and greased the hv candlestick connectors and performed a complete calibration. System operates as intended.